Event description:
Customer reported his insulin pump was alarming button error. Customer's blood glucose level was 174 mg/dl. He stated that the device was in his pocket. When he took it out and hit the act button, the insulin pump alarmed button error. Customer was advised the device needs to be replaced, and to discontinue use of the device and revert to his back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, prime tests and excessive no delivery test. The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump received with cracked case at lcd window, minor scratches on lcd window, and broken reservoir tube lip.